Manufacturer narrative:
(B)(4).

Event description:
It was reported that "this has been the second time an arterial line kit has been faulty". A new kit was used. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00825.

Event description:
It was reported that "this has been the second time an arterial line kit has been faulty". A new kit was used. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00825 and 9680794-2025-00866.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.